Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by abdominal pain and cloudy fluid. The breach in aseptic technique was further described as the patient dropped an amia cassette patient line on the floor prior to therapy and then ¿picked the line off of the floor and connected for therapy¿. The nurse reported the patient waited several days before presenting to the pd clinic. The patient was treated with vancomycin for two weeks. Pd therapy was ongoing. At the time of this report, the patient outcome was reported as "treated successfully and the pd fluid was clear¿. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.